Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).